Event description:
It was reported by the clinician that during insertion, resistance was met when the physician attempted to advance the catheter. Upon removal, the physician noticed the catheter was kinked. As a result, a new catheter was opened and used. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.